Event description:
It was reported that a large volume infusor did not flow. This was discovered prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from may 21, 2022, to june 2, 2022. H10: the device was received for evaluation. The unit did not contain fluid in the bladder because the customer had cut the tubing to drain the fluid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected to perform a functional flow test with dextrose (d5w) and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.